Event description:
It was reported that after cleaning the device, the autopulse platform displayed a user advisory (ua) 20 (position out of range) message. The clinician was able to clear the ua 20, however, the platform then displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. There was a mannequin on the platform and the lifeband was fully extended but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: the reported complaint of the platform displaying a user advisory 7 (discrepancy between load 1 and load 2 too large) message was confirmed during both archive review and functional testing. Review of the archive data confirmed that ua 7 messages occurred on the reported event date of (B)(6) 2014. The ua7 message was also observed when the platform was powered on for functional testing. Further inspection found that one of the load cells was not functioning properly, thus causing the reported ua7. The load cell was replaced and the platform was serviced. Following service, the device passed all testing criteria. Customer also reported that they experienced a user advisory 20 (position out of range) message and indicated that they were able to clear the message. Review of the archive data also confirmed that ua 20 messages occurred on the reported event date of (B)(6) 2014.